Event description:
It was reported that during use with the bd bactec¿ plus anaerobic/f culture vials (plastic), a vial was contaminated with lactobacillus paracasei. Erroneous results were reported to the clinician, but there was no report of impact to the patient. The following information was provided by the initial reporter, translated from (B)(6): for the last week, we have observed a strangely high number of blood cultures positive to lactobacillus paracasei (all with the same antibiogram). Patient 3: no antibiotic therapy reported in the file.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported that during use with the bd bactec¿ plus anaerobic/f culture vials (plastic), a vial was contaminated with lactobacillus paracasei. Erroneous results were reported to the clinician, but there was no report of impact to the patient. The following information was provided by the initial reporter, translated from french: for the last week, we have observed a strangely high number of blood cultures positive to lactobacillus paracasei (all with the same antibiogram). Patient 3: no antibiotic therapy reported in the file.

Manufacturer narrative:
H6: investigation summary: catalog: 442022. Batch no.: 2102632. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.